Manufacturer narrative:
Batch review performed on 10 february 2022: lot 2012006: (B)(4) items manufactured and released on 18-feb-2021. Expiration date: 2026-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Massive pain in the knee (everywhere). No infection, no implant loosening. Radiological exam to calculate the long axis: maybe a rotation's default. At 8 months after the primary, explantation of the femoral component to change the rotation (more valgus) - explantation of the tibial insert (prevention).